Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The patient experienced dizziness associated with the pacing inhibition. The physician suspected rv lead damage, however, diagnostic imaging was note performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing and pacing inhibition was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including lead impedance, crosstalk, sense threshold, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which were determined to be normal. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.

Event description:
Additional information was received indicating the device was explanted and replaced. The right ventricular (rv) lead remained implanted and active. No anomalies of the rv lead were observed either visually or via diagnostic imaging. The patient was in stable condition.